Event description:
It was reported that the customer received a motor error alarm on the insulin pump during prime. The customer's blood glucose was not known. The insulin pump was reportedly not exposed to a strong magnetic field. There was a crack on the battery compartment of the insulin pump. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.